Event description:
Event was reported to caldera medical by an attorney. The patient is still experiencing chronic pelvic and vaginal area pain, severe pain during intercourse, worsening urinary incontinence and leakage, frequency, and urgency to urinate, mesh erosion along with the need for additional surgery. No further information has been provided.